Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent an unknown surgical procedure on an unknown date and reservoir was attached to a drain. On (B)(6) 2015, it was reported that negative pressure could not be activated and waste fluid did not drain. There were no adverse patient consequences reported.